Event description:
Company received a report that following pre-test and intubation, on three successive attempts, a user could not inflate the cuff of three different endotracheal tubes. The caller reported that upon examination of the tubes that did inflate following placement, it appeared that a component on the pilot balloon valve was missing.